Manufacturer narrative:
The device was discarded and not received in for analysis. This event is reported solely on the information provided by the customer. An investigation of similar complaints revealed possible root causes to be related to wear and tear and/or excessive force applied to the device. Without return of the device the reported issue could not be confirmed. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. (B)(4). Product had been discarded.

Event description:
Customer reported one of their patients broke through the restraint that was being used. The date the issue was discovered is unknown and no patient incident or injury was reported. No further information is available at this time.